Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 60000407 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) procedure with a vizigo and the patient experienced cardiac tamponade that occurred during transseptal puncture and required pericardiocentesis. Physician performed transeptal puncture to access the left atrium. Then, he advanced varipulse and realized that he could not move the catheter properly. He performed an echocardiogram and realized there was a tamponade. He then performed a pericardiocentesis. The patient heart pressure stabilized. Other tests were performed since some of the symptoms observed were not related to the tamponade. The patient had several comorbidities. After a waiting period, the case finished. On 19-nov-2024, additional information was received indicating the patient required extended hospitalization as the physician had to perform a second pericardiocentesis. The physician's opinion on the cause of the adverse event is that it was procedure related. No ablation was performed prior to noting the pericardial effusion. The catheter did not suffer a malfunction. The tamponade was produced during tsp (transseptal) phase with a vizigo. Based on the additional information received, the event was reassessed to be MDR reportable against the vizigo sheath.